Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008t machine with a reported heater rod over heated. The res replaced the power supply due to over heating wires, power logic bd due to over heating circuit, replaced heater rod and distribution bd due to brown wires melting on heater rod and power supply heater cable and calibrate temperature to resolve the reported issue. Machine functional tests were completed and passed onsite after repair. It was confirmed there was no observed smoke, burning smell, spark, flame, or arcing when the issue occurred. The machine has been returned to service.

Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. The power logic board, heater rod, and distribution board were not returned for evaluation. The power supply was received with no signs of physical damage. The power supply was installed into a test machine, and the teste machine would not power on. The failure was due to a faulty power cord. A continuity test was performed on the power cord and found the black wire (hot) was open. The power cord was replaced on the retuned power supply and the test machine powered on without problem. The test machine completed a rinse program successfully. The test machine completed a heat disinfect program with the temperature peak at 84 degree celsius. The test machine functioned properly during dialysis. The heater rod on the test machine did not overheat and there were no signs of damage on the heater wires of the returned power supply. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: an on-site evaluation was performed by a fresenius regional equipment specialist (res). The res replaced the power supply, power logic board, replace heater rod, and distribution board to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.